Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date, the patient was treated with unspecified anti-inflammatory medication with cephalosporins for the event. At the time of this report, pd therapy was ongoing. The cause of the event, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.